Event description:
Reportedly, the status light of the home monitor remains orange and the device no longer functions.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and no communication was possible. - the observed issue could have resulted from a corruption of the flash memory or a corrupted operating system, which prevented the home monitor from booting properly. - however, the root-cause of this issue could not be fully identified, as the subject home monitor is permanently damaged. - this case is recorded for trending purposes.